Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date, explant date and pt's data. The info has not yet been received by allergan. The connector type cannot be identified for an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was leaked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Surgeon reported port/tubing complications by letter to allergan sales representative. A product field note has been emailed to the surgeon, with a request for specifics and the investigation is being conducted.